Event description:
Boston scientific received information that the patient wit this left ventricular (lv) lead was being seen for a routine pulse generator change out procedure. During device interrogation, the lv lead displayed high thresholds and loss of capture (loc). Fluoroscopy was performed where it was noted that the lead had dislodged to the right atrium. The lv lead was connected to the new device and the lv lead was programmed off. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.